Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: when they are adding safety needle to pre drawn syringe they are unable to remove the air, nothing comes out of needle, there is too much pressure.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, returned to manufacturer on: 05-oct-2022. Investigation summary: twelve sealed samples and three photos were provided to our quality team for investigation. Upon photo evaluation, it was observed that the needle is bent and pulled out of the its hub. Physical samples visual inspection was performed with 30x microscope. No damage, defective grind or hooks were observed. The bevels and etch were good. Each sample was connected to a syringe with saline solution. All samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot number 1341423. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. Based on the investigation with the sample analysis the symptoms reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: when they are adding safety needle to pre drawn syringe they are unable to remove the air, nothing comes out of needle, there is too much pressure.